Manufacturer narrative:
The pump was received with a frozen screen on the number version display and a constant tone. After disconnecting and reconnecting the electronic assembly stack, the pump powered up properly. The problem was isolated to the electronic assembly. Unable to confirm the keypad anomaly or perform the functional tests due to the frozen screen. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced a beep anomaly. Customer reported that insulin pump would not stop beeping even after button press. Customer also reported that sensor did not alert that blood glucose was at 47 mg/dl when it was set to alert when blood glucose reached 110 mg/dl. Insulin pump passed self-test, but beep was still not loud enough. Customer was advised that insulin pump would need to be replaced.